Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #2 date of submission 11/14/2016-correction to product information: the identifying information of the product specific to this complaint was unknown.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 07-feb-2018 with the following findings: review of the black box data revealed unexplained power on reset events. There was no damage to the returned battery cap or the battery compartment. The returned battery cap was evaluated and determined to measure within the required specifications. The returned battery cap secured properly to the pump for investigation. The pump powered on normally and was exercised for 24 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.